Event description:
A malfunction alarm was reported with the code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by supplying pump reset information and aiding the caller in resetting the pump, after which the malfunction did not recur. The customer was informed to call back if any malfunction code appears again and acknowledged the instructions.